Manufacturer narrative:
(B)(6). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient was admitted to heart failure clinic on (B)(6) 2014 with one day of fever and chills. Patient had a fever of 100f upon admission after taking tylenol at home. No localizing symptoms. The patient was febrile to 38.5 the night of admission and was empirically started on vancomycin and cefepime.  Blood cultures were drawn at the time of admission and results were positive for strep viridans, sensitive to ceftriaxone. Patient had continued surgical site pain in chest which felt at its baseline. A urinalysis (ua) and respiratory viral panel were sent and were negative. No leukocytosis on admission. Transplant ID was consulted who recommended narrowing the spectrum from vancomycin/cefepime to ceftriaxone and continued surveillance cultures. Once cultures were negative for 48 hours a peripherally inserted central catheter (PICC) line was placed with plans for four weeks of total antibiotics.  A chest computed tomography (CT) was performed which showed a 25 x 21 x 63 mm retrosternal fluid collection with rim enhancement and a pocket of air as well as mediastinal/hilar/axillary lymphadenopathy concerning for abscess versus residual postoperative collection. CT surgery was notified but did not want to intervene given the difficulty in accessing this location. CT scan was repeated and showed a decrease in size of retrosternal collection now 21 x 21 x 59 mm.  White blood cells (wbc) on admission was 9.6 k/ul (4-11 k/ul). Ceftriaxone intravenous (IV) daily via PICC was continued. On (B)(6) 2015 IV ceftriaxone discontinued. Infectious disease ordered amoxicillin for chronic suppression of s. Viridens. On (B)(6) 2015 patient presented to hospital febrile and with abdominal pain. Blood cultures on (B)(6) 2015 were positive for klebsiella bacteremia. Stool positive for c.difficile. Patient was transferred to medical center where he was started on IV ceftriaxone until (B)(6) 2015 and keflex indefinitely for suppression of klebsiella and s. Viridans.  Amoxicillin was discontinued. No further information has been provided at this time.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Event description:
It was further reported that on (B)(6) 2015 patient presented to clinic with fever and chills. Computed tomography (CT) scan of abdomen revealed possible gallbladder wall thickening and sludge. Antibiotics started for gastrointestinal coverage. On (B)(6) 2015 a hepatobiliary iminodiacetic acid (hida) scan was negative for gallstones, however there were positive cultures for klebsiella pneumonia. Patient has ongoing gram negative rod bacteremia and will need antibiotics chronically. Concern lies in the retained implantable cardioverter defibrillator (ICD) device which was present when bacteremia. Recommend continuing with antibiotics and changes using biopatch. Discussed calling for increased drainage or erythema. As of (B)(6) 2017 patient is still on prophylactic antibiotics. A report was received stating a patient was admitted to heart failure clinic on (B)(6) 2014 with one day of fever and chills. Patient had a fever of 100f upon admission after taking tylenol at home. No localizing symptoms. The patient was febrile to 38.5 the night of admission and was empirically started on vancomycin and cefepime. Blood cultures were drawn at the time of admission and results were positive for strep viridans, sensitive to ceftriaxone. Patient had continued surgical site pain in chest which felt at its baseline. A urinalysis (ua) and respiratory viral panel were sent and were negative. No leukocytosis on admission. Transplant ID was consulted who recommended narrowing the spectrum from vancomycin/cefepime to ceftriaxone and continued surveillance cultures. Once cultures were negative for 48 hours a peripherally inserted central catheter (PICC) line was placed with plans for four weeks of total antibiotics. A chest computed tomography (CT) was performed which showed a 25x21x63 mm retrosternal fluid collection with rim enhancement and a pocket of air as well as mediastinal/hilar/axillary lymphadenopathy concerning for abscess versus residual postoperative collection. CT surgery was notified but did not want to intervene given the difficulty in accessing this location. CT sc an was repeated and showed a decrease in size of retrosternal collection now 21x21x59 mm. White blood cells (wbc) on admission was 9.6 k/ul (4-11 k/ul). Ceftriaxone intravenous (IV) daily via PICC was continued. On (B)(6) 2015 IV ceftriaxone discontinued. Infectious disease ordered amoxicillin for chronic suppression of s. Viridens. On (B)(6) 2015 patient presented to hospital febrile and with abdominal pain. Blood cultures on (B)(6) 2015 were positive for klebsiella bacteremia. Stool positive for c.difficile. Patient was transferred to medical center where he was started on IV ceftriaxone until (B)(6) 2015 and keflex indefinitely for suppression of klebsiella and s. Viridans. Amoxicillin was discontinued. No further information has been provided at this time.